Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 140 mg/dl. The drive support cap was normal. The insulin pump had been worn during the MRI. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.